Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative found the rinse unit hose was damaged. He fixed the hose by shortening it and performed checks and tests with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 165 mmol/l, and the repeated result was 135 mmol/l. The questionable result was not reported outside of the laboratory.